Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and passed the self test. No blank display, constant tone or audio anomaly was noted during testing. All operating currents were within specification and no unexpected low battery or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. No damage was noted inside of the insulin pump.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 160 mg/dl. The customer stated that the insulin pump alerted low battery, and after he changed the battery, nothing came up on the screen and the insulin pump made a constant tone. He also noted that there was a little crack by the battery compartment. Advised return of the insulin pump for analysis. Nothing further reported.